Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the pocket site and lead sites. Surgical intervention was undertaken, and the system was explanted. The patient is currently being treated with antibiotics.

Event description:
Additional information received reports that the patient's infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.